Event description:
It was reported that the bd nexiva¿ closed IV catheter system leaked after the insertion. The following information was provided by the initial reporter, translated from dutch to english: "venflon leaked immediately after insertion, no medication was given over venflon. With flushing with nacl the leakage was already apparent. Blood leaked and ran under tegaderm, but only on patient's arm, no one was exposed to blood or medication. Patient was very difficult to prick, so after finally inserting the venflon, it had to be removed because of leakage and the patient had to be pricked again and a delay in starting the medication IV. After inserting the needle, there appeared to be a leak next to the end shield of the needle."

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text: see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system leaked after the insertion. The following information was provided by the initial reporter, translated from (B)(6) to english: "venflon leaked immediately after insertion, no medication was given over venflon. With flushing with nacl the leakage was already apparent. Blood leaked and ran under tegaderm, but only on patient's arm, no one was exposed to blood or medication. Patient was very difficult to prick, so after finally inserting the venflon, it had to be removed because of leakage and the patient had to be pricked again and a delay in starting the medication IV. After inserting the needle, there appeared to be a leak next to the end shield of the needle."